Event description:
It was reported that, during the procedure, the cap of the fiber was rotating. The fiber was replaced, and the procedure was completed using another of same model. There were no patient complications. Analysis of the returned fiber identified both metal and glass cap were detached.

Manufacturer narrative:
With all the available information, boston scientific concludes that, the reported fiber clinical observation is confirmed. Analysis of the returned fiber identified that the glass cap and the metal cap were detached. The level of devitrification and debris could not be determined due to the missing caps. Based on analysis result, the interaction between the user and device caused or contributed to the reported event and damage to the tip. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline colling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including glass and metal caps detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip.